Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lhr review is not possible; the manufacturing lot number that was provided in an incorrect manufacturing lot number.

Event description:
PICC placed; text book insertion (clean stick, easy wire access, catheter floated in without difficulty), then flushed the catheter with saline, patient started complaining of itching, being hot and short of breath. Placed dressing on site while raising the bed up. Patient became short of breath, eyes rolled back as in a seizure, and wound up being intubated. Set-up done like every other case¿cleaned the arm with chlorhexidine, flushed the catheter with saline prior to insertion, lidocaine intradermal, etc.